Manufacturer narrative:
This was initially reported on the summary report dated december 23, 2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced mixed urinary incontinence, vaginal vault prolapse, recurrent mid urethral descent and incompetence of pubocervical tissue. Furthermore, it was reported that the plaintiff died. The causes of death were reported as anoxic brain injury secondary to cardiac arrest and sepsis secondary to urinary tract infection. Related to MFR # 2183959-2016-00018, 2183959-2016-00019, 2183959-2016-00020, 2183959-2016-00022.